Manufacturer narrative:
Wheel assembly; lift here label.

Event description:
It was reported by service report that the wheel assembly is excessively worn and the pt right lift warning label is torn and unable to be read. No pt involvement or adverse consequences are reported.